Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70 cm. Model #: sc-4316, lot #: 19936174, description: next generation anchor kit-sterile. Model #: sc-4318, lot #: 19953719, description: clik x anchor.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for lead revision was due to inadequate coverage. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.